Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up. Upon interrogation, the right ventricular lead exhibited noise. The lead was explanted and replaced on (B)(6) 2015. The patient was fine.